Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977c165, serial#: (B)(4), product type: lead. Product ID: 97725, serial#: (B)(4), product type: external neurostimulator. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 06-nov-2022, UDI#: (B)(4); product ID: 977c165, serial/lot #: (B)(4), ubd: 09-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable neurostimulator (ins) implant, lead was implanted and plugged into a wireless external neurostimulator (wens). Lead showed connectivity problems (red x¿s), so rep had the surgeon remove, wipe off and reseat the lead. The same contacts continued to be problematic despite multiple efforts, so rep asked the doctor to flip the channels into which the ends of the lead were inserted. This resulted in no change and the same contacts showed a poor connection when reversed. Rep tested impedances anyway, but saw values of > 40,000 ohms on the corresponding contacts. A new wens was opened to determine if the original was the source of the issue. Connectivity and impedance issues persisted, so it was assumed that the issue lies with the lead and removed it. A second lead was placed and plugged into the newer wens; more connectivity and impedance issues were observed. Surgeon decided to continue with the implant. Once the new lead was plugged into the ins, connectivity and impedance values were within normal range. No symptoms were reported.